Event description:
It was reported through the submission of a revision usage sheet that the patient's hip was revised. A biolox femoral head and sleeve were implanted. Reason for revision. Greater troch fracture in the proximal femur. Stem was well fixed so he exchanged the head and places cable wires around the femur.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.